Event description:
It was reported that the patient presented for right atrial lead replacement procedure. The right atrial lead exhibited noise causing pacing inhibition. The electrical measurements were with in range and the noise was not reproduced. The lead was explanted and replaced on (B)(6) 2017. No patient symptoms were reported and patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis found external insulation abrasions were noted at 17.2 cm, 37.5 cm, 29.0 cm to 30.1 cm and 39.4 cm to 40.2 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Other damages found were sustained during the surgical procedure.